Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a stent grafting interventional procedure. Reportedly, the plunger of the prostyle device was pushed to the device body; however, a suture break was noted during removal of the plunger, step 3. It might be because the plunger was pushed to the device body again after it had already been pushed once. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the stent grafting procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps/instructions.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The plunger was depressed twice. It should be noted that the electronic prostyle instructions for use (IFU), states: do not use excessive force or repeatedly depress the plunger. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, the IFU deviation would not have contributed to the reported suture separation. The reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.